Event description:
510-k- # k982239 was issued for a product that had a filter and sleeve to "reduce gross contamination of the circut." The product called circutguard is being sold to hospitals to "assure safe reuse of anesthesia breathing circuts" arc medical literature # cgt1f 05/03.